Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilation. The balloon was inflated to 15 atmospheres; however, on the sixth inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.